Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. No blank display noted during testing.

Event description:
The customer reported via phone call that they got motor error and blank display. The customer¿s blood glucose level was 220 mg/dl at the time of incident. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated that the spring is neither damaged nor corroded. Customer stated that the display did not return. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.